Event description:
Report received of a pump found infusing at a rate different than it was programmed for. The pt was receiving "standard IV solution" via a plum xl device. The pump was programmed to run at 100ml/hour. According to the customer contact, approximately 3 hours after the pump was started, it was found running at 150 ml/hour. The customer contact reported that they believe the pt was tampering with the device. There was no reported adverse effect to the pt. The pump was replaced and therapy was continued with no further reported event.